Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, 3 dimension image where the picture is flipt due to cause could not be determine. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope displayed a 3 dimension image in which the picture was flipped during reprocessing. There were no reports of patient involvement.